Event description:
Poked - mouth [mouth injury]. Broke / head was unsteady and shaky / cracked / brush head came off while brushing - oral-b [device breakage]. Case narrative: consumer stated via chat that while their 5 year old male child was brushing his teeth, the oral-b toothbrush [head] broke, was unsteady and shaky, cracked, and came off, and the needle poked the child in the mouth. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.